Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient experienced poor wound healing on the device incision site. Moreover, a scab developed which resulted to an opening at the pacemaker site. There were no additional adverse patient effects reported. Furthermore, the patient has a neurostimulator inserted in the left chest. This pacemaker was explanted.